Event description:
Clinical study 02/14, subject 02-034 pfc sigma rp tc3 revision knee study. Right side tiny crack in upper tibia - no signs or symptoms. Treatment none. No revision.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. - (B)(4).

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. Review of the provided x-rays confirmed the presence of the upper tibia fracture. It is suspected: although not confirmed, that the size of the performed broach possibly may not have been adequate thus resulting in the fracture. The placement and alignment of the implants appeared to be proper. The device associated with this report was not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.